Manufacturer narrative:
The tech investigated and could not duplicate the alleged failure. The tech instructed the account on how to use the siderail and raise it into the locked position.

Event description:
The nurse alleged, she found the pt half on the bed and half on the floor and the pt was hanging on the bed rail. No injury.